Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received insulin pump error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test or test for prime/fill anomalies due to insulin pump error alarm. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they had problems with the insulin into the pump. It was stated that they were not showing number and the insulin was going through and there were no numbers on the pump. Customer stated that the insulin continues to drip after motor stops during the manual prime process. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.